Manufacturer narrative:
(B)(4). Batch # p58m58. Investigation summary ==> the analysis results found that one ec60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the staples malformed after firing. During the wedge resection of the lung, after fired, found the staples malformed, when severing the pulmonary fissure. Another device was used to complete the surgery. There were no adverse consequences to the patient.